Manufacturer narrative:
(B)(4)

Event description:
The consumer reported uncomfortable stimulation. Every time she left the grocery store, she felt a little pain-pressure sensation. The patient had felt this since implant in (B)(6) 2014. The symptoms were located at the bladder. This was considered sudden. The patient also had a return of frequency at night on 2015-(B)(6) when she shut her stimulator off. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that their initial call was only for instruction for an MRI. They just needed instruction on turning the device off for an MRI. They did not have any other problems other than getting instructions for the MRI.